Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 20-feb-2020. The most recent information was received on 10-may-2022. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain, recurring/ pain in the left") in a 38 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of allergic sinusitis and lumbago in 2007, cystitis in 2006 and stomach cancer, allergic reaction to analgesics and parity 3 (in 1998, 2001 and 2004 vaginal deliveries). Previously administered products included: mirena and oral contraceptive nos for an unknown indication. Past adverse reactions to the above products included: intolerance to ius with mirena. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 42 days after essure insertion, she experienced a first episode of abdominal pain upper ("abdominal pain/severe pain, to the point of being disabling, in the left hypochondrium") and dyspepsia ("epigastric burns"). On (B)(6) 2011 she experienced a second episode of abdominal pain upper ("pain in left hypochondrium / stomach aches"). In (B)(6) 2011 she experienced pelvic pain (seriousness criterion intervention required), arthralgia ("joint pain") and asthenia ("increase of asthenia"). In 2012 she experienced headache ("headache"). In 2013 she experienced functional gastrointestinal disorder ("gastrointestinal disorders: functional colopathy"). In 2016 she experienced fatigue ("chronic and intense fatigue"). In 2017 she experienced disturbance in attention ("impaired concentration"), memory impairment ("impaired memory") and speech disorder ("impaired speech"). On (B)(6) 2019 she experienced flank pain ("pain in left lumbar fossa, spreading to the belly"). On (B)(6) 2019 she experienced adenomyosis ("adenomyosis"). Essure was removed on (B)(6) 2020. An unknown time later she experienced dyspareunia ("dyspareunia"), endocrine disorder ("endocrine system disorders"), cardiovascular disorder ("cardiovascular disorders"), musculoskeletal pain ("musculoskeletal disorders: multiple joint and muscle pain"), neck pain ("neck pain"), skin disorder ("skin disorders"), respiratory disorder ("respiratory disorders"), ear disorder ("ent disorders"), nasal disorder ("ent disorders"), pharyngeal disorder ("ent disorders"), sinus pain ("sinus pain"), visual impairment ("vision disturbances"), urinary tract infection ("urinary tract infections") and migraine ("migraines"). The patient was treated with surgery (essure removal via hysterectomy). At the time of the report, the headache had not resolved. The outcomes for pelvic pain, the last episode of abdominal pain upper, dyspareunia, flank pain, adenomyosis, endocrine disorder, cardiovascular disorder, musculoskeletal pain, arthralgia, neck pain, skin disorder, functional gastrointestinal disorder, respiratory disorder, ear disorder, nasal disorder, pharyngeal disorder, sinus pain, dyspepsia, fatigue, asthenia, disturbance in attention, memory impairment, speech disorder, visual impairment, urinary tract infection and migraine were unknown. The reporter considered the first episode of abdominal pain upper, the second episode of abdominal pain upper, adenomyosis, arthralgia, asthenia, cardiovascular disorder, disturbance in attention, dyspareunia, dyspepsia, ear disorder, endocrine disorder, fatigue, flank pain, functional gastrointestinal disorder, headache, memory impairment, migraine, musculoskeletal pain, nasal disorder, neck pain, pelvic pain, pharyngeal disorder, respiratory disorder, sinus pain, skin disorder, speech disorder, urinary tract infection and visual impairment to be related to essure administration. The reporter commented: the events started between 2011 and 2020. Hysterectomy due to adenomyosis associated with adverse events with a potential causal relationship with essure. Afterwards, and helped by osteopathy sessions, the patient was relieved (no more tensions in muscle). Since the placement of essure (according to the patient), pains appeared mainly on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 22.647 kg/sqm. [Computerised tomogram abdomen] on (B)(6) 2019: no pathology, possible polyfibromatous uterus [hysterosalpingogram] on (B)(6) 2011: essure was in a correct placement [hysteroscopy] on (B)(6) 2011: insertion details: 4 coils on the right, 3 on the left, unremarkable postoperative course [magnetic resonance imaging abdominal] on (B)(6) 2013: diffuse adenomyosis; on (B)(6) 2019: inactive diffuse adenomyosis [pathology test] on (B)(6) 2020: the tubes are appreciably normal, except for the presence of small vestigial serous cysts. Conclusion: adenomyosis [ultrasound abdomen] on (B)(6) 2011: severity of the left hypochondrium; no major anomalies; on (B)(6) 2018: no abnormality was reported; on (B)(6) 2019: done due to pain in left lumbar fossa, benign cyst of 15mm on the left kidney [ultrasound pelvis] on (B)(6) 2013: done due to pelvic pain, without findings; on (B)(6) 2015: normal; on (B)(6) 2016: no abnormality was reported. In addition, correct placement of essure was observed quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 10-may-2022: event "migraine" added, previously reported event "headache" outcome updated to "not recovered/ not resolved". Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 20-feb-2020. The most recent information was received on 17-may-2022. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, recurring/ pain in the left') in a 38-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included lumbago in 2007, allergic sinusitis in 2007, cystitis in 2006, parity 3 (in 1998, 2001 and 2004 vaginal deliveries), allergic reaction to analgesics and stomach cancer. Concomitant drug included lamaline. Previously administered products included for an unreported indication: mirena in 2004 and oral contraceptive nos. Past adverse reactions to the above products included device intolerance with mirena. Concomitant products included beclometasone dipropionate (rhinomaxil), cantharides (cantharis), delphinium staphisagria (staphysagria), flurbiprofen (antadys), ibuprofen (spifen), lachnanthes caroliniana and lomefloxacin hydrochloride (logiflox). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced the first episode of abdominal pain upper ("abdominal pain/severe pain, to the point of being disabling, in the left hypochondrium") and dyspepsia ("epigastric burns"), 1 month 12 days after insertion of essure. On (B)(6) 2011, the patient experienced the second episode of abdominal pain upper ("pain in left hypochondrium / stomach aches"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criterion intervention required), arthralgia ("joint pain") and asthenia ("increase of asthenia"). In 2012, the patient experienced headache ("headache"). In 2013, the patient experienced functional gastrointestinal disorder ("gastrointestinal disorders: functional colopathy"). In 2016, the patient experienced fatigue ("chronic and intense fatigue"). In 2017, the patient experienced disturbance in attention ("impaired concentration"), memory impairment ("impaired memory") and speech disorder ("impaired speech"). On (B)(6) 2019, the patient experienced flank pain ("pain in left lumbar fossa, spreading to the belly"). On (B)(6) 2019, the patient experienced adenomyosis ("adenomyosis"). On an unknown date, the patient experienced dyspareunia ("dyspareunia"), endocrine disorder ("endocrine system disorders"), cardiovascular disorder ("cardiovascular disorders"), musculoskeletal pain ("musculoskeletal disorders: multiple joint and muscle pain"), neck pain ("neck pain"), skin disorder ("skin disorders"), respiratory disorder ("respiratory disorders"), ear disorder ("ent disorders"), nasal disorder ("ent disorders"), pharyngeal disorder ("ent disorders"), sinus pain ("sinus pain"), visual impairment ("vision disturbances"), urinary tract infection ("urinary tract infections"), migraine ("migraines"), haemorrhoids ("hemorrhoids"), constipation ("constipation"), poor quality sleep ("agitated sleep"), ear infection ("otitis"), herpes virus infection ("herpes"), dysmenorrhoea ("painful menstruations"), haematoma ("hematoma on forearm"), musculoskeletal stiffness ("stiff neck"), menstrual disorder ("menstrual disorders"), rhinitis ("rhinitis"), eczema ("contact eczema to metals") and cystitis ("cystitis"). The patient was treated with surgery (essure removal via hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, dyspareunia, flank pain, adenomyosis, endocrine disorder, cardiovascular disorder, musculoskeletal pain, arthralgia, neck pain, skin disorder, functional gastrointestinal disorder, respiratory disorder, ear disorder, nasal disorder, pharyngeal disorder, sinus pain, dyspepsia, the last episode of abdominal pain upper, fatigue, asthenia, disturbance in attention, memory impairment, speech disorder, visual impairment, urinary tract infection, migraine, haemorrhoids, constipation, poor quality sleep, herpes virus infection, dysmenorrhoea, musculoskeletal stiffness, menstrual disorder, rhinitis, eczema and cystitis outcome was unknown and the headache had not resolved. The reporter considered adenomyosis, arthralgia, asthenia, cardiovascular disorder, constipation, cystitis, disturbance in attention, dysmenorrhoea, dyspareunia, dyspepsia, ear disorder, ear infection, eczema, endocrine disorder, fatigue, flank pain, functional gastrointestinal disorder, haematoma, haemorrhoids, headache, herpes virus infection, memory impairment, menstrual disorder, migraine, musculoskeletal pain, musculoskeletal stiffness, nasal disorder, neck pain, pelvic pain, pharyngeal disorder, poor quality sleep, respiratory disorder, rhinitis, sinus pain, skin disorder, speech disorder, urinary tract infection, visual impairment, the first episode of abdominal pain upper and the second episode of abdominal pain upper to be related to essure. The reporter commented: the events started between 2011 and 2020. Hysterectomy due to adenomyosis associated with adverse events with a potential causal relationship with essure. Afterwards, and helped by osteopathy sessions, the patient was relieved (no more tensions in muscle). Since the placement of essure (according to the patient), pains appeared mainly on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2019: no pathology, possible polyfibromatous uterus. Hysterosalpingogram - on (B)(6) 2011: essure was in a correct placement. Hysteroscopy - on (B)(6) 2011: insertion details: 4 coils on the right, 3 on the left, unremarkable postoperative course. Magnetic resonance imaging abdominal - on (B)(6) 2013: diffuse adenomyosis; on (B)(6) 2019: inactive diffuse adenomyosis. Pathology test - on (B)(6) 2020: the tubes are appreciably normal, except for the presence of small vestigial serous cysts. Conclusion: adenomyosis. Ultrasound abdomen - on (B)(6) 2011: severity of the left hypochondrium; no major anomalies; on (B)(6) 2018: no abnormality was reported; on (B)(6) 2019: done due to pain in left lumbar fossa, benign cyst of 15mm on the left kidney. Ultrasound pelvis - on (B)(6) 2013: done due to pelvic pain, without findings; on (B)(6) 2015: normal; on (B)(6) 2016: no abnormality was reported. In addition, correct placement of essure was observed. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 17-may-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 20-feb-2020. The most recent information was received on 06-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('essure removal via hysterectomy') in a 39-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 8 years 3 months after insertion of essure. On an unknown date, the patient experienced endocrine disorder ("endocrine system disorders"), cardiovascular disorder ("cardiovascular disorders"), musculoskeletal disorder ("musculoskeletal disorders"), skin disorder ("skin disorders"), gastrointestinal disorder ("gastrointestinal disorders"), respiratory disorder ("respiratory disorders"), ear disorder ("ent disorders"), nasal disorder ("ent disorders") and pharyngeal disorder ("ent disorders"). The patient was treated with surgery (essure removal via hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal, endocrine disorder, cardiovascular disorder, musculoskeletal disorder, skin disorder, gastrointestinal disorder, respiratory disorder, ear disorder, nasal disorder and pharyngeal disorder outcome was unknown. The reporter provided no causality assessment for cardiovascular disorder, ear disorder, endocrine disorder, gastrointestinal disorder, medical device removal, musculoskeletal disorder, nasal disorder, pharyngeal disorder, respiratory disorder and skin disorder with essure. The reporter commented: the events started between 2011 and 2020. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 20-feb-2020. The most recent information was received on 23-jun-2021. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, recurring/ pain in the left') in a 38-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included lumbago in 2007, allergic sinusitis in 2007, cystitis in 2006, vaginal delivery (in 1998, 2001 and 2004), allergic reaction to analgesics and stomach cancer. Previously administered products included for an unreported indication: mirena in 2004 and oral contraceptive nos. Past adverse reactions to the above products included device intolerance with mirena. In 2011, the patient experienced asthenia ("increase of asthenia") and arthralgia ("neck and joint pain"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced abdominal pain ("abdominal pain") and dyspepsia ("epigastric burns"), 1 month 12 days after insertion of essure. On (B)(6) 2011, the patient experienced abdominal pain upper ("pain in left hypochondrium / stomach aches"). In 2013, the patient experienced functional gastrointestinal disorder ("functional colopathy"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criterion intervention required). On (B)(6) 2019, the patient experienced flank pain ("pain in left lumbar fossa, spreading to the belly"). On (B)(6) 2019, the patient experienced adenomyosis ("adenomyosis"). On an unknown date, the patient experienced endocrine disorder ("endocrine system disorders"), cardiovascular disorder ("cardiovascular disorders"), musculoskeletal disorder ("musculoskeletal disorders"), skin disorder ("skin disorders"), gastrointestinal disorder ("gastrointestinal disorders"), respiratory disorder ("respiratory disorders"), ear disorder ("ent disorders"), nasal disorder ("ent disorders"), pharyngeal disorder ("ent disorders") and headache ("headache"). The patient was treated with essure removal via hysterectomy (B)(6) 2020 00:00. Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, endocrine disorder, cardiovascular disorder, musculoskeletal disorder, skin disorder, gastrointestinal disorder, respiratory disorder, ear disorder, nasal disorder, pharyngeal disorder, abdominal pain, flank pain, headache, adenomyosis, asthenia, arthralgia, functional gastrointestinal disorder, dyspepsia and abdominal pain upper outcome was unknown. The reporter provided no causality assessment for cardiovascular disorder, ear disorder, endocrine disorder, gastrointestinal disorder, musculoskeletal disorder, nasal disorder, pharyngeal disorder, respiratory disorder and skin disorder with essure. The reporter considered abdominal pain, abdominal pain upper, adenomyosis, arthralgia, asthenia, dyspepsia, flank pain, functional gastrointestinal disorder, headache and pelvic pain to be related to essure. The reporter commented: the events started between 2011 and 2020. Hysterectomy due to adenomyosis associated with adverse events with a potential causal relationship with essure. Afterwards, and helped by osteopathy sessions, the patient was relieved (no more tensions in muscle). Since the placement of essure (according to the patient), pains appeared mainly on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2019: no pathology, possible polyfibromatous uterus. Hysterosalpingogram - on (B)(6) 2011: essure was in a correct placement. Hysteroscopy - on (B)(6) 2011: insertion details: 4 coils on the right, 3 on the left, unremarkable postoperative course. Magnetic resonance imaging abdominal - on (B)(6) 2013: diffuse adenomyosis; on (B)(6) 2019: inactive diffuse adenomyosis. Pathology test - on (B)(6) 2020: the tubes are appreciably normal, except for the presence of small vestigial serous cysts. Conclusion: adenomyosis. Ultrasound abdomen - on (B)(6) 2011: severity of the left hypochondrium; no major anomalies; on (B)(6) 2018: no abnormality was reported; on (B)(6) 2019: done due to pain in left lumbar fossa, benign cyst of 15mm on the left kidney. Ultrasound pelvis - on (B)(6) 2013: done due to pelvic pain, without findings; on (B)(6) 2015: normal; on (B)(6) 2016: no abnormality was reported. In addition, correct placement of essure was observed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jun-2021: the case (B)(4) legacy device report num (2951250-2021-02608) was identified as duplicate case and all the information was transferred to this case. Adverse event medical device removal, serious-incident, intervention required was updated to pelvic pain female, serious-incident, intervention required based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2020. The most recent information was received on (B)(6) 2021. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, recurring/ pain in the left') in a 38-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included lumbago in 2007, allergic sinusitis in 2007, cystitis in 2006, parity 3 (in 1998, 2001 and 2004 vaginal deliveries), allergic reaction to analgesics and stomach cancer. Previously administered products included for an unreported indication: mirena in 2004 and oral contraceptive nos. Past adverse reactions to the above products included device intolerance with mirena. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced abdominal pain ("abdominal pain/severe pain, to the point of being disabling, in the left hypochondrium") and dyspepsia ("epigastric burns"), 1 month 12 days after insertion of essure. On (B)(6) 2011, the patient experienced abdominal pain upper ("pain in left hypochondrium / stomach aches"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criterion intervention required), arthralgia ("joint pain") and asthenia ("increase of asthenia"). In 2012, the patient experienced headache ("headache"). In 2013, the patient experienced functional gastrointestinal disorder ("gastrointestinal disorders: functional colopathy"). In 2016, the patient experienced fatigue ("chronic and intense fatigue"). In 2017, the patient experienced disturbance in attention ("impaired concentration"), memory impairment ("impaired memory") and speech disorder ("impaired speech"). On (B)(6) 2019, the patient experienced flank pain ("pain in left lumbar fossa, spreading to the belly"). On (B)(6) 2019, the patient experienced adenomyosis ("adenomyosis"). On an unknown date, the patient experienced dyspareunia ("dyspareunia"), endocrine disorder ("endocrine system disorders"), cardiovascular disorder ("cardiovascular disorders"), musculoskeletal pain ("musculoskeletal disorders: multiple joint and muscle pain"), neck pain ("neck pain"), skin disorder ("skin disorders"), respiratory disorder ("respiratory disorders"), ear disorder ("ent disorders"), nasal disorder ("ent disorders"), pharyngeal disorder ("ent disorders"), sinus pain ("sinus pain"), visual impairment ("vision disturbances") and urinary tract infection ("urinary tract infections"). The patient was treated with surgery (essure removal via hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, flank pain, headache, adenomyosis, endocrine disorder, cardiovascular disorder, musculoskeletal pain, arthralgia, neck pain, skin disorder, functional gastrointestinal disorder, respiratory disorder, ear disorder, nasal disorder, pharyngeal disorder, sinus pain, dyspepsia, abdominal pain upper, fatigue, asthenia, disturbance in attention, memory impairment, speech disorder, visual impairment and urinary tract infection outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, adenomyosis, arthralgia, asthenia, cardiovascular disorder, disturbance in attention, dyspareunia, dyspepsia, ear disorder, endocrine disorder, fatigue, flank pain, functional gastrointestinal disorder, headache, memory impairment, musculoskeletal pain, nasal disorder, neck pain, pelvic pain, pharyngeal disorder, respiratory disorder, sinus pain, skin disorder, speech disorder, urinary tract infection and visual impairment to be related to essure. The reporter commented: the events started between 2011 and 2020. Hysterectomy due to adenomyosis associated with adverse events with a potential causal relationship with essure. Afterwards, and helped by osteopathy sessions, the patient was relieved (no more tensions in muscle). Since the placement of essure (according to the patient), pains appeared mainly on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2019: no pathology, possible polyfibromatous uterus. Hysterosalpingogram - on (B)(6) 2011: essure was in a correct placement. Hysteroscopy - on (B)(6) 2011: insertion details: 4 coils on the right, 3 on the left, unremarkable postoperative course. Magnetic resonance imaging abdominal - on (B)(6) 2013: diffuse adenomyosis; on (B)(6) 2019: inactive diffuse adenomyosis. Pathology test - on (B)(6) 2020: the tubes are appreciably normal, except for the presence of small vestigial serous cysts. Conclusion: adenomyosis. Ultrasound abdomen - on (B)(6) 2011: severity of the left hypochondrium; no major anomalies; on (B)(6) 2018: no abnormality was reported; on (B)(6) 2019: done due to pain in left lumbar fossa, benign cyst of 15mm on the left kidney. Ultrasound pelvis - on (B)(6) 2013: done due to pelvic pain, without findings; on (B)(6) 2015: normal; on (B)(6) 2016: no abnormality was reported. In addition, correct placement of essure was observed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: start date of some of the events were received via lawyer: headaches started in 2012, start of pain updates to end of 2011 ((B)(6) 2011). Events added: dyspareunia, fatigue, disturbance in attention, memory impaired, speech disorder, muskuloskeletal pain, neck pain, sinus pain, vision disorder, urinary tract infections. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) and (B)(4)) on (B)(6) 2020. The most recent information was received on (B)(6) 2022. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain, recurring/ pain in the left") in a 38 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of allergic sinusitis and lumbago in 2007, cystitis in 2006 and weight gain, mastodynia, amenorrhea, stomach cancer, allergic reaction to analgesics and parity 3 (in 1998, 2001 and 2004 vaginal deliveries). Concomitant drug included lamaline. Previously administered products included: mirena, oral contraceptive nos and copper iud. Past adverse reactions to the above products included: intolerance to ius with mirena. Concomitant products included antadys (flurbiprofen), cantharis (cantharides), staphysagria (delphinium staphisagria), logiflox (lomefloxacin hydrochloride), lachnanthes caroliniana, spifen (ibuprofen) and rhinomaxil (beclometasone dipropionate). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 42 days after essure insertion, she experienced a first episode of abdominal pain upper ("abdominal pain/severe pain, to the point of being disabling, in the left hypochondrium") and dyspepsia ("epigastric burns"). On (B)(6) 2011 she experienced a second episode of abdominal pain upper ("pain in left hypochondrium / stomach aches"). In december 2011 she experienced pelvic pain (seriousness criterion intervention required), arthralgia ("joint pain") and asthenia ("increase of asthenia"). In 2012 she experienced headache ("headache"). In 2013 she experienced functional gastrointestinal disorder ("gastrointestinal disorders: functional colopathy"). In 2016 she experienced fatigue ("chronic and intense fatigue"). In 2017 she experienced disturbance in attention ("impaired concentration"), memory impairment ("impaired memory") and speech disorder ("impaired speech"). On (B)(6) 2019 she experienced flank pain ("pain in left lumbar fossa, spreading to the belly"). On (B)(6) 2019 she experienced adenomyosis ("adenomyosis"). Essure was removed on (B)(6) 2020. An unknown time later she experienced dyspareunia ("dyspareunia"), endocrine disorder ("endocrine system disorders"), cardiovascular disorder ("cardiovascular disorders"), musculoskeletal pain ("musculoskeletal disorders: multiple joint and muscle pain"), neck pain ("neck pain"), skin disorder ("skin disorders"), respiratory disorder ("respiratory disorders"), ear disorder ("ent disorders"), nasal disorder ("ent disorders"), pharyngeal disorder ("ent disorders"), sinus pain ("sinus pain"), visual impairment ("vision disturbances"), urinary tract infection ("urinary tract infections"), migraine ("migraines"), haemorrhoids ("hemorrhoids"), constipation ("constipation"), poor quality sleep ("agitated sleep"), ear infection ("otitis"), herpes virus infection ("herpes"), dysmenorrhoea ("painful menstruations"), haematoma ("hematoma on forearm"), musculoskeletal stiffness ("stiff neck"), menstrual disorder ("menstrual disorders"), rhinitis ("rhinitis"), dermatitis contact ("contact eczema to metals"), cystitis ("cystitis"), vulvovaginal burning sensation ("vaginal burning"), pruritus ("pruritus"), breast pain ("mastodynia") and uterine cervical pain ("cervical pain"). The patient was treated with surgery (essure removal via hysterectomy). At the time of the report, the headache had not resolved. The outcomes for pelvic pain, dyspareunia, flank pain, adenomyosis, endocrine disorder, cardiovascular disorder, musculoskeletal pain, arthralgia, neck pain, skin disorder, functional gastrointestinal disorder, respiratory disorder, ear disorder, nasal disorder, pharyngeal disorder, sinus pain, dyspepsia, fatigue, asthenia, disturbance in attention, memory impairment, speech disorder, visual impairment, urinary tract infection, migraine, haemorrhoids, constipation, poor quality sleep, herpes virus infection, dysmenorrhoea, musculoskeletal stiffness, menstrual disorder, rhinitis, dermatitis contact, cystitis, vulvovaginal burning sensation, pruritus, breast pain, uterine cervical pain and the last episode of abdominal pain upper were unknown. The reporter considered the first episode of abdominal pain upper, the second episode of abdominal pain upper, adenomyosis, arthralgia, asthenia, breast pain, cardiovascular disorder, constipation, cystitis, dermatitis contact, disturbance in attention, dysmenorrhoea, dyspareunia, dyspepsia, ear disorder, ear infection, endocrine disorder, fatigue, flank pain, functional gastrointestinal disorder, haematoma, haemorrhoids, headache, herpes virus infection, memory impairment, menstrual disorder, migraine, musculoskeletal pain, musculoskeletal stiffness, nasal disorder, neck pain, pelvic pain, pharyngeal disorder, poor quality sleep, pruritus, respiratory disorder, rhinitis, sinus pain, skin disorder, speech disorder, urinary tract infection, uterine cervical pain, visual impairment and vulvovaginal burning sensation to be related to essure administration. The reporter commented: the events started between 2011 and 2020. Hysterectomy due to adenomyosis associated with adverse events with a potential causal relationship with essure. Afterwards, and helped by osteopathy sessions, the patient was relieved (no more tensions in muscle). Since the placement of essure (according to the patient), pains appeared mainly on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 22.647 kg/sqm. [Computerised tomogram abdomen] on (B)(6) 2019: no pathology, possible polyfibromatous uterus [hysterosalpingogram] on (B)(6) 2011: essure was in a correct placement [hysteroscopy] on (B)(6) 2011: insertion details: 4 coils on the right, 3 on the left, unremarkable postoperative course [magnetic resonance imaging abdominal] on (B)(6) 2013: diffuse adenomyosis; on (B)(6) 2019: inactive diffuse adenomyosis [pathology test] on (B)(6) 2020: the tubes are appreciably normal, except for the presence of small vestigial serous cysts. Conclusion: adenomyosis [ultrasound abdomen] on (B)(6) 2011: severity of the left hypochondrium; no major anomalies; on (B)(6) 2018: no abnormality was reported; on (B)(6) 2019: done due to pain in left lumbar fossa, benign cyst of 15mm on the left kidney [ultrasound pelvis] on (B)(6) 2011: left essure insert seemed to be a little bit too deep into the tube; on (B)(6) 2013: done due to pelvic pain, without findings; on (B)(6) 2015: normal; on (B)(6) 2016: no abnormality was reported. In addition, correct placement of essure was observed quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2022: events vaginal burning, pruritus, uterine cervical pain, breast pain were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2020. The most recent information was received on 16-jul-2021. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, recurring/ pain in the left') in a 38-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included lumbago in 2007, allergic sinusitis in 2007, cystitis in 2006, parity 3 (in 1998, 2001 and 2004 vaginal deliveries), allergic reaction to analgesics and stomach cancer. Previously administered products included for an unreported indication: mirena in 2004 and oral contraceptive nos. Past adverse reactions to the above products included device intolerance with mirena. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced the first episode of abdominal pain upper ("abdominal pain/severe pain, to the point of being disabling, in the left hypochondrium") and dyspepsia ("epigastric burns"), 1 month 12 days after insertion of essure. On (B)(6) 2011, the patient experienced the second episode of abdominal pain upper ("pain in left hypochondrium / stomach aches"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criterion intervention required), arthralgia ("joint pain") and asthenia ("increase of asthenia"). In 2012, the patient experienced headache ("headache"). In 2013, the patient experienced functional gastrointestinal disorder ("gastrointestinal disorders: functional colopathy"). In 2016, the patient experienced fatigue ("chronic and intense fatigue"). In 2017, the patient experienced disturbance in attention ("impaired concentration"), memory impairment ("impaired memory") and speech disorder ("impaired speech"). On (B)(6) 2019, the patient experienced flank pain ("pain in left lumbar fossa, spreading to the belly"). On (B)(6) 2019, the patient experienced adenomyosis ("adenomyosis"). On an unknown date, the patient experienced dyspareunia ("dyspareunia"), endocrine disorder ("endocrine system disorders"), cardiovascular disorder ("cardiovascular disorders"), musculoskeletal pain ("musculoskeletal disorders: multiple joint and muscle pain"), neck pain ("neck pain"), skin disorder ("skin disorders"), respiratory disorder ("respiratory disorders"), ear disorder ("ent disorders"), nasal disorder ("ent disorders"), pharyngeal disorder ("ent disorders"), sinus pain ("sinus pain"), visual impairment ("vision disturbances") and urinary tract infection ("urinary tract infections"). The patient was treated with surgery (essure removal via hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, dyspareunia, flank pain, headache, adenomyosis, endocrine disorder, cardiovascular disorder, musculoskeletal pain, arthralgia, neck pain, skin disorder, functional gastrointestinal disorder, respiratory disorder, ear disorder, nasal disorder, pharyngeal disorder, sinus pain, dyspepsia, the last episode of abdominal pain upper, fatigue, asthenia, disturbance in attention, memory impairment, speech disorder, visual impairment and urinary tract infection outcome was unknown. The reporter considered adenomyosis, arthralgia, asthenia, cardiovascular disorder, disturbance in attention, dyspareunia, dyspepsia, ear disorder, endocrine disorder, fatigue, flank pain, functional gastrointestinal disorder, headache, memory impairment, musculoskeletal pain, nasal disorder, neck pain, pelvic pain, pharyngeal disorder, respiratory disorder, sinus pain, skin disorder, speech disorder, urinary tract infection, visual impairment, the first episode of abdominal pain upper and the second episode of abdominal pain upper to be related to essure. The reporter commented: the events started between 2011 and 2020. Hysterectomy due to adenomyosis associated with adverse events with a potential causal relationship with essure. Afterwards, and helped by osteopathy sessions, the patient was relieved (no more tensions in muscle). Since the placement of essure (according to the patient), pains appeared mainly on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2019: no pathology, possible polyfibromatous uterus. Hysterosalpingogram - on (B)(6) 2011: essure was in a correct placement. Hysteroscopy - on (B)(6) 2011: insertion details: 4 coils on the right, 3 on the left, unremarkable postoperative course. Magnetic resonance imaging abdominal - on (B)(6) 2013: diffuse adenomyosis; on (B)(6) 2019: inactive diffuse adenomyosis. Pathology test - on (B)(6) 2020: the tubes are appreciably normal, except for the presence of small vestigial serous cysts. Conclusion: adenomyosis. Ultrasound abdomen - on (B)(6) 2011: severity of the left hypochondrium; no major anomalies; on (B)(6) 2018: no abnormality was reported; on (B)(6) 2019: done due to pain in left lumbar fossa, benign cyst of 15mm on the left kidney. Ultrasound pelvis - on (B)(6) 2013: done due to pelvic pain, without findings; on (B)(6) 2015: normal; on (B)(6) 2016: no abnormality was reported. In addition, correct placement of essure was observed. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: ha number (B)(4) on reference was identified by ha is associated to another case, and there is no associated to duplicate case, the ha number (B)(4) was deleted from reference, the correct reference number remain in the case. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 20-feb-2020. The most recent information was received on 25-jun-2024. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain, recurring/ pain in the left") in a 38-year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of allergic sinusitis and lumbago in 2007, cystitis in 2006 and renal cyst, mastodynia, weight gain, mastodynia, amenorrhea, stomach cancer, allergic reaction to analgesics and parity 3 (in 1998, 2001 and 2004 vaginal deliveries). Concomitant drug included lamaline. Previously administered products included: mirena, oral contraceptive nos and copper iud. Past adverse reactions to the above products included: intolerance to ius with mirena. Concomitant products included antadys (flurbiprofen), cantharis (cantharides), staphysagria (delphinium staphisagria), logiflox (lomefloxacin hydrochloride), lachnanthes caroliniana, spifen (ibuprofen) and rhinomaxil (beclometasone dipropionate). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 42 days after essure insertion, she experienced a first episode of abdominal pain upper ("abdominal pain/severe pain, to the point of being disabling, in the left hypochondrium") and dyspepsia ("epigastric burns"). On (B)(6) 2011 she experienced a second episode of abdominal pain upper ("pain in left hypochondrium / stomach aches"). In (B)(6) 2011 she experienced pelvic pain (seriousness criterion intervention required), pain joint ("joint pain") and asthenia ("increase of asthenia"). In 2012 she experienced headache ("headache"). In 2013 she experienced functional gastrointestinal disorder ("gastrointestinal disorders: functional colopathy"). In 2016 she experienced fatigue ("chronic and intense fatigue"). In 2017 she experienced disturbance in attention ("impaired concentration"), memory impairment ("impaired memory") and speech disorder ("impaired speech"). On (B)(6) 2019 she experienced flank pain ("pain in left lumbar fossa, spreading to the belly"). On (B)(6) 2019 she experienced adenomyosis ("adenomyosis"). Essure was removed on (B)(6) 2020. On unknown date she experienced dyspareunia ("dyspareunia"), endocrine disorder ("endocrine system disorders"), cardiovascular disorder ("cardiovascular disorders"), arthromyalgia ("musculoskeletal disorders: multiple joint and muscle pain"), neck pain ("neck pain"), skin disorder ("skin disorders"), respiratory disorder ("respiratory disorders"), ear disorder ("ent disorders"), nasal disorder ("ent disorders"), pharyngeal disorder ("ent disorders"), sinus pain ("sinus pain"), visual impairment ("vision disturbances"), urinary tract infection ("urinary tract infections"), migraine ("migraines"), haemorrhoids ("hemorrhoids"), constipation ("constipation"), poor quality sleep ("agitated sleep"), ear infection ("otitis"), herpes virus infection ("herpes"), dysmenorrhoea ("painful menstruations"), haematoma ("hematoma on forearm"), musculoskeletal stiffness ("stiff neck"), menstrual disorder ("menstrual disorders"), rhinitis ("rhinitis"), dermatitis contact ("contact eczema to metals"), cystitis ("cystitis"), vulvovaginal burning sensation ("vaginal burning"), pruritus ("pruritus"), breast pain ("mastodynia"), uterine cervical pain ("cervical pain"), abdominal pain ("abdominal pain"), eye disorder ("eye disorder"), nausea ("nausea"), arrhythmia ("heart rhythm disorders") and metal poisoning ("she also experienced symptoms consistent with tin poisoning, following the insertion of essure."). The patient was treated with surgery (essure removal via hysterectomy). At the time of the report, the headache had not resolved. The outcomes for pelvic pain, dyspareunia, flank pain, adenomyosis, endocrine disorder, cardiovascular disorder, arthromyalgia, pain joint, neck pain, skin disorder, functional gastrointestinal disorder, respiratory disorder, ear disorder, nasal disorder, pharyngeal disorder, sinus pain, dyspepsia, fatigue, asthenia, disturbance in attention, memory impairment, speech disorder, visual impairment, urinary tract infection, migraine, haemorrhoids, constipation, poor quality sleep, herpes virus infection, dysmenorrhoea, musculoskeletal stiffness, menstrual disorder, rhinitis, dermatitis contact, cystitis, vulvovaginal burning sensation, pruritus, breast pain, uterine cervical pain, abdominal pain, eye disorder, nausea, arrhythmia, metal poisoning and the last episode of abdominal pain upper were unknown. The reporter considered abdominal pain, the first episode of abdominal pain upper, the second episode of abdominal pain upper, adenomyosis, arrhythmia, pain joint, arthromyalgia, asthenia, breast pain, cardiovascular disorder, constipation, cystitis, dermatitis contact, disturbance in attention, dysmenorrhoea, dyspareunia, dyspepsia, ear disorder, ear infection, endocrine disorder, eye disorder, fatigue, flank pain, functional gastrointestinal disorder, haematoma, haemorrhoids, headache, herpes virus infection, memory impairment, menstrual disorder, metal poisoning, migraine, musculoskeletal stiffness, nasal disorder, nausea, neck pain, pelvic pain, pharyngeal disorder, poor quality sleep, pruritus, respiratory disorder, rhinitis, sinus pain, skin disorder, speech disorder, urinary tract infection, uterine cervical pain, visual impairment and vulvovaginal burning sensation to be related to essure administration. The reporter commented: the events started between 2011 and 2020. Hysterectomy due to adenomyosis associated with adverse events with a potential causal relationship with essure. Afterwards, and helped by osteopathy sessions, the patient was relieved (no more tensions in muscle). Since the placement of essure (according to the patient), pains appeared mainly on the left. According to the patient, she experienced gynecological and extra-gynecological symptoms related to essure (essure inserted on (B)(6) 2011); she also experienced symptoms consistent with tin poisoning, following the insertion of essure. The patient stated that she experienced symptoms due to deterioration of essure with particles release. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 22.647 kg/sqm. [Computerised tomogram abdomen] on (B)(6) 2019: no pathology, possible polyfibromatous uterus [hysterosalpingogram] on (B)(6) 2011: essure was in a correct placement [hysteroscopy] on (B)(6) 2011: insertion details: 4 coils on the right, 3 on the left, unremarkable postoperative course [magnetic resonance imaging abdominal] on (B)(6) 2013: diffuse adenomyosis; on (B)(6) 2019: inactive diffuse adenomyosis. [Pathology test] on (B)(6) 2020: the tubes are appreciably normal, except for the presence of small vestigial serous cysts. Conclusion: adenomyosis [ultrasound abdomen] on (B)(6) 2011: severity of the left hypochondrium; no major anomalies; on 19-mar-2018: no abnormality was reported; on (B)(6) 2019: done due to pain in left lumbar fossa, benign cyst of 15mm on the left kidney. [Ultrasound pelvis] on (B)(6) 2011: left essure insert seemed to be a little bit too deep into the tube; on (B)(6) 2013: done due to pelvic pain, without findings; on (B)(6) 2015: normal; on (B)(6) 2016: no abnormality was reported. In addition, correct placement of essure was observed. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-jun-2024: medical record received. New events tin poisoning, abdominal pain, eye disorder, nausea & heart rhythm disorders were added. According to the patient, she experienced gynecological and extra-gynecological symptoms related to essure (essure inserted on (B)(6) 2011); she also experienced symptoms consistent with tin poisoning, following the insertion of essure. The patient stated that she experienced symptoms due to deterioration of essure with particles release. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 20-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('essure removal via hysterectomy') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 8 years 3 months after insertion of essure. On an unknown date, the patient experienced endocrine disorder ("endocrine system disorders"), cardiovascular disorder ("cardiovascular disorders"), musculoskeletal disorder ("musculoskeletal disorders"), skin disorder ("skin disorders"), gastrointestinal disorder ("gastrointestinal disorders"), respiratory disorder ("respiratory disorders"), ear disorder ("ent disorders"), nasal disorder ("ent disorders") and pharyngeal disorder ("ent disorders"). The patient was treated with surgery (essure removal via hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal, endocrine disorder, cardiovascular disorder, musculoskeletal disorder, skin disorder, gastrointestinal disorder, respiratory disorder, ear disorder, nasal disorder and pharyngeal disorder outcome was unknown. The reporter provided no causality assessment for cardiovascular disorder, ear disorder, endocrine disorder, gastrointestinal disorder, medical device removal, musculoskeletal disorder, nasal disorder, pharyngeal disorder, respiratory disorder and skin disorder with essure. The reporter commented: the events started between 2011 and 2020. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.